Event description:
During remote follow-up, episodes of undersensing were observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The event was resolved by reprogramming. The patient was stable with no consequences.